Manufacturer narrative:
(B)(4). The actual sample has been received and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility): customer stated, "the report states infusion rate set at 50ml/hr. After 4 hour only 20ml had infused. The staff checked the drip chamber and it was only dripping at 1-2 drips a minute. The pump read volume infused was 197ml. During testing the pump stated to check upstream and there was no upstream occlusion. They tested this with a graduated cylinder." No patient injury.